Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. These were not sites of leakage. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. Additional observation determined that foreign material was noted in the spring/ball and seat component of the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the inlet tube of the reservoir at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is not a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the reservoir inlet tubing at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. During review of the return pump, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.